Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose was 306 mg/dl. Customer reverted to an alternate method of insulin therapy.